Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they feel that their implantable pulse generator (ipg) "is firing abnormally. It annoys me and gives me discomfort." The patient further reported that it happens very often. The ipg remains in use. No further patient complications have been reported as a result of this event.